Event description:
A patient underwent lead and generator replacement surgery on (B)(6) 2007 due to an unknown reason. It was later clarified that the generator explant occurred due to low battery. When the new generator was implanted, high impedance was observed, prompting lead replacement. A review of programming history indicated that the high impedance first occurred 3.5 years prior to explant surgery. The explanted devices were not returned to the manufacturer. No additional relevant information has been received to date.